Event description:
It was reported that there were intermittent issues with displaying pacing spikes on patient external monitors while the external pulse generators (epgs) were in use; there was a pacing spike on the t-wave, however the pacing spikes were missed by the patient monitor. The patient needed to be rescued with two defibrillation shocks and cardiac massage. The epg was immediately reprogrammed, and it was noted by the customer that the event was a consequence of a programming error made by the physician who programmed the device. The customer was advised to review the user training program, and to train a "super user" on epg basics in order to avoid similar events from reoccurring. The epg remains in use. No further patient complications have been reported as a result of this event.